Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was leaking the following information was received by the initial reporter with the following veratim it was reported by customer that they are having similar issues (leakage).

Manufacturer narrative:
Additional information: (b) added event details investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: no harm. IV leak during cta head neck. J-loop became disconnected from IV causing contrast and blood to leak. Exam had to be repeated.